Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative repaired the broken wire on the high voltage cable, and performed collimator calibration and alignment. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system's collimator shutters would not open while trying to perform fluoroscopic x-ray. No patient injury was reported.